Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 069) issue. It was reported that the pump emitted cs 069 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2015 with the following findings: a review of the pump black box data revealed cs 064 call service (occlusion during prime) warnings. During testing, the pump was exercised for 24 hours with no reboots, loss of power or call service alarms occurring. The load step functions were performed and no call service alarms occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.